Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable calcium gen.2 results for three patient samples. Of the data provided, only the erroneous result for one patient sample was reported outside the laboratory. The initial result was 2.1 mg/dl and was reported to the physician. The repeat result on another cobas c501 analyzer was 8.0 mg/dl. The repeat result was believed to be correct and a corrected report was generated. There was no adverse event. The calcium reagent lot number was 69931401 with an expiration date of 08/31/2015. The field service representative could not find a cause. He changed the sample probe, adjusted the gear pump pressure, inspected the internal probe washing and adjusted the rinse volumes. He verified the sample pressure sensor was ok and performed a pipette accuracy check. Precision testing was performed with all results within precision guidelines.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general hardware and/or reagent issue could be excluded as the field service representative did not detect any hardware failures, other tests were not affected, pipette accuracy was acceptable and qc was acceptable.